Event description:
It was reported that the patient presented to the emergency room due to inappropriate shock. During an interrogation attempt, it was noted that the implantable cardioverter defibrillator - ICD failed to be interrogated due to suspected premature battery depletion. The ICD was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.